Manufacturer narrative:
(B)(4). Batch # p58p80. Device evaluation: the analysis found that one ntlc75 device was returned with both bearings detached, the shroud was noted to be damage on the left side, the damage noted was as scratch. No cartridge reload loaded on the device. No damage on the saddle pin was noted. No functional test was performed due to the condition of the device. The damage on the shroud and the bearing missing is consistent with an improper use of the device. Please refer the IFU for proper handle of the device. It should be noted that all devices are inspected 100% for bearing presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The bearings were received inside of a plastic bag. Photographic analysis: the picture shows a separated device, the bearing can be appreciated on a hand, apparently it came off from the device. Based on the photo reviewed the event describe is confirmed.

Event description:
It was reported that during the laparoscopic partial gastric resection, found one metal piece was in the gastric specimen. After they checked, no other pieces were in the patient or specimen, so there were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information obtained (not included on the initial): the surgeon chose 1.8 mm staple height for severing the stomach, the gastric tissue was normal, and the surgeon was very experienced with our device, uses the device more than 30 every month.